Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on april 13, 2018 with blood glucose of 53 mg/dl at the time of the incident. The customer stated that the reservoir compartment o-ring came off during a reservoir replacement, and the customer was using the pump without the o-ring. The customer was at 85 mg/dl at the time of the call. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering and caused the low. Troubleshooting was completed but did not resolve the issue. The customer reported insulin shooting out during a fill tubing procedure after which they connected to the pump. The insulin pump will be returned for analysis.